Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database by lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.